Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had a breakage suture issue. One paper lid and one empty opened foil were returned for analysis. The suture was not returned. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of that during an unknown procedure the suture broke when tying knot on anastamosis.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke when tying a knot on anastamosis. A similar device was used to successfully complete the procedure. There were no adverse patient consequences. No further information is available.